Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. Customer¿s blood glucose level was 179 mg/dl. Customer stated that the crack along the length of the insulin pump starting from the battery compartment and down the side. Customer troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump received with cracked case on the back at the battery tube area and belt clip rail case corner. (B)(4).